Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. Visual inspection of the returned part confirms that the link body rod has fractured at the point where the rod meets the link body. Visual examination of the fracture surface suggests a brittle mechanism of fracture as there is no evidence of plastic deformation before failure. The instrument shows signs of wear & tear, with evidence of surface scratches which are in line with repeated use and reprocessing during its time in field (approximately 6 years). Due to the time in the field and evidence of repeated use, without complaint, there is no suggestion that a dimensional non-conformance would have an impact on the reported event. A review of the manufacturing history records shows that the certificate of conformance confirms that the device was processed and verified in line with the specification & quality characteristics as defined by zimmer biomet before final release. A review of the raw material certs confirms material conformance to specification. A review of the complaint database did not show any CAPA or hhed associated to this complaint category. Both the severity and occurrence of the reported event are in line with the risk file. No harm to patient has been reported. The item was distributed conforming. Adequate instructions are provided to ensure the instrument is reprocessed correctly. No corrective actions are required at this time. The root cause cannot be confirmed with the available information however, the likely root cause of the reported event is end of usable life of the instrument which has been in the field for approximately 6 years and shows signs of wear and tear due to repeated use. The hazard and reported harm are covered by the risk file and the severity/occurrence and the risk scores are within acceptable limits. The overall risk is considered to be low. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the fixation pin of im link rod broke off during surgery. Instrument failure was noted by surgeon on removal of device. All pieces of the instrument were located within im rod. The instrument belonged to a loan oxford trail case 2 tray. No injury to patient.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the fixation pin of im link rod broke off during surgery. Instrument failure was noted by surgeon on removal of device. All pieces of the instrument were located within im rod. The instrument belonged to a loan oxford trail case 2 tray. No injury to patient.